Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check on self test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly, drive/motor anomaly, unexpected clicking noise anomaly or audio/vibrate/absence of alarm anomalies noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirt insulin during priming, random clicking noise. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.